Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. Visual analysis noted there was apparent explant damage.

Event description:
It was reported that during implant, the lead was difficult to position and could not reach the target position. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.